Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the study reported 1 patient requiring acetabular component re-revision tha surgery due to recurrent dislocation the constrained liner was revised; the components of the cup-cage were retained without evidence of loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: (B)(6). CT. Cementless titanium fibermesh cup in cup-cage construct for severe acetabular defect in revision total hip arthroplasty. J arthroplasty. 2025 (B)(6). S0883-5403(25)01426-3. Doi: 10.1016/j.arth.2025.11.001. Epub ahead of print. Pmid: 41205720. G2: foreign: taiwan the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. Pictures were provided in the journal article, however it is unknown if they apply to the patient reported in this complaint. Part and lot identification are necessary for review of device history records, neither were provided. X-rays were provided in the journal article, however it is unknown if they apply to the patient reported in this complaint. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.